Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported a patient with a broken power port connector on controller. The controller was exchanged and returned to manufacture for visual and functional examination. There was no reported patient injury related to this event. Once examined it was discovered that the pins in port 2 connector were bent and damaged. The root cause for the reported "poor mechanical connection" may be attributed to bent pins within the controller power source connector. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that patient's "power connector on [the] controller was broken." Upon visual examination it was noted that the controller pins were damaged. The facility performed a controller exchange, removed the controller from service and provided the patient with a replacement. The facility returned the device to the manufacturer for evaluation. There was no reported patient injury as a result of this event.